Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-oct-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient can feel pressure but cannot feel touch (clarified to mean that she feels numb.) The patient is having spasms and jerking at her l4 and l5. This is where her implant is. The patient fell in (B)(6) 2018 and did not notice the numbness until a month later. The patient was questioning if the leads were dislodged during the fall. She did not notice until she shaved her legs and could not feel it. The patient did not think about it because it was not that bad. The patient has not charged in forever, and the implantable neurostimulator has been dead forever (approximately (B)(6) 2018). The patient moved, and she thinks that the higher elevation helps, and that is why she has not had to charge her implantable neurostimulator. The patient does not have a health care provider to follow-up with. There were no further complications reported.